Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the esprit system encountered resistance when advancing and removing over the guide wire. Factors that may contribute to difficulty advancing or removing an esprit over the guide wire include, but are not limited to, inner diameter of the esprit, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the esprit or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4: catalog and model number updated from unk ht command 18 to unk ht command 14.

Event description:
It was reported the procedure was to treat the anterior tibial artery with mild calcification and no tortuosity. Upon advancing the 3.0x28mm esprit btk system over a 0.014¿ command guidewire and prior to entering the sheath, resistance was felt immediately. It was noted the esprit system was not flushed prior to advancing. The esprit was removed from the guide wire with resistance felt. A new esprit btk system was used with a new command guide wire to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
D4: the UDI is not known as the part and lot number were not provided. The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue.a review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the esprit system encountered resistance when advancing and removing over the guide wire. Factors that may contribute to difficulty advancing or removing an esprit over the guide wire include, but are not limited to, inner diameter of the esprit, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the esprit or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional device referenced in b5 will be filed under a separate medwatch report number.